Event description:
I had a cordis cypher heart stent implanted in 2006 to keep open a blocked artery. By approx seven months later, that artery was completely blocked at the opening of the stent. The 1 hr procedure to open the artery up again was unsuccessful. There is permanent blockage of that artery...maybe due to stent. Dates of use: permanent 2006 - 2007. Diagnosis: keep open artery after heart attack.